Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester tried to cut and seal on a branch using vh-4000. After several attempts they changed out the cord and then after several attempts changed out the kit vh-4000 and then realized the vh-3010 was the issue. The procedure was converted to open leg to harvest the vein. The hospital did not report any pt effects. The product is returning.